Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm noted during testing. The insulin pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 490 mg/dl at the time of incident. The customer stated that they have not treated the high blood glucose at the time of call. The insulin pump will be returned for analysis.